Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14/sep/2018. Philips fse (field service engineer) confirmed the reported problem: system would not turn on. The air/exhalation flow sensor was replaced and the unit passed testing. The unit was returned to full functionality.

Event description:
It was reported that the unit could not turn on. There was no patient or user harm reported. The event date was not specified; estimate used.